Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual inspection revealed a hole in the pebax and that the second electrode was lifted. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The carto recognition issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of the lifted electrode and pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the hole in the pebax issue identified by bwi pal. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the lifted electrode identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported error 210. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax and that the second electrode was lifted. It was initially reported by the customer that two hours from the catheter connection and in a final stage of the procedure, error 210 occurred. Re-connected and replaced the tx eco cable remained the issue. Replaced the qdot micro catheter resolved the issue. The procedure was completed without patient's consequence. The customer's reported error 210 is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and that the second electrode was lifted. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax and ¿lifted electrode as an MDR reportable malfunctions since the integrity of the device has been compromised.